Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient stated they had a loss of therapy on their left side and complained of recharging every day for 4-6 hours. It is unknown if the patient had any contributing factors for these issues. It was noted the patient said she did not fall of let her battery discharge. The office interrogated the patient's battery on (B)(6) 2019 and confirmed the whole left lead contacts were out. The patient's lead was replaced on (B)(6) 2019. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the patient's ins was replaced at the same time as the lead. No further information was reported.